Manufacturer narrative:
Investigation conclusion: the report of a syringe pump that infused at the wrong rate after alarming was not confirmed. The pcu event log shows syringe module s/n (B)(6) was programmed to infuse drugid 84 at a rate of 0.64ml/hr with a vtbi of 0.64ml using a 50ml bd syringe with 48.4639ml detected at 9:43 pm on 16 september 2020 and ran until 4:09 pm on 17 september 2020. The syringe module never went into kvo. The syringe module never ran at 1ml/hr (only ran at 0.64ml/hr and 0.27ml/hr). The devices were being used for treatment. The devices were not returned for investigation. Device inspection: n/a, only a portion of the pcu event log was received for investigation. Root cause analysis: the root cause of the reported syringe pump infusing at the wrong rate after alarming was not identified. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 06dec2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 14oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no devices received, log review only.

Event description:
A nurse reported that on 9/17 her patient was receiving an infusion of precedex at a rate of ~0.64 ml/hr, however, at around 8am the pump was alarming and when the nurse went to assess it had switched to run at a kvo rate of 1ml/hr. There was no patient injury.

Event description:
A nurse reported that on (B)(6) her patient was receiving an infusion of precedex at a rate of ~0.64 ml/hr, however, at around 8am the pump was alarming and when the nurse went to assess it had switched to run at a kvo rate of 1ml/hr. There was no patient injury.

Event description:
A nurse reported that on (B)(6) her patient was receiving an infusion of precedex at a rate of ~0.64 ml/hr, however, at around 8am the pump was alarming and when the nurse went to assess it had switched to run at a kvo rate of 1ml/hr. There was no patient injury.

Manufacturer narrative:
Although requested, no additional information was provided. Section requested but not provided. No devices received.

Event description:
A nurse reported that on (B)(6) her patient was receiving an infusion of precedex at a rate of ~0.64 ml/hr, however, at around 8am the pump was alarming and when the nurse went to assess it had switched to run at a kvo rate of 1ml/hr.